Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that they had evaluated the device and were unable to duplicate the reported issue.  The customer requested that an evaluation also be performed by physio-control. Physio examined the customer¿s device but was also unable to duplicate the reported issue.  Physio noted that a third party battery had been installed in the customer's device.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic record from the event where it was observed that in total, medical personnel were able to successfully deliver 30 shocks to the patient as well as provide pacing therapy over the course of 11 hours and 24 minutes. Physio further observed that approximately 11 hours and 8 minutes into the event, the device had logged a ¿low battery¿ event.  This is indicative of the device being removed from an ac power source and being used on battery power, thus depleting the device¿s internal battery.  When this occurs, medical personnel would have also been notified via a ¿low battery: connect to ac power¿ message on the device¿s display to alert them that a low internal battery condition exists. However, medical personnel continued to use the device in its existing condition and at 11 hours and 14 minutes into the event, the device logged a second ¿low battery¿ event.  Following the second ¿low battery¿ event, medical personnel continued to use the device to provide the final 9 shocks, as well as pacing therapy.  Following the final shock, which was approximately 11 hours and 24 minutes into the event, the device then powered off. The lifepak 20 operating instructions advises the following: ¿possible defibrillator shutdown. When operating on battery power, the large current draw required for defibrillator changing may cause the defibrillator to reach shutdown voltage levels with no low battery warning. If the defibrillator shuts down without warning, or if a low battery: connect to ac power message appears on the monitor screen, immediately connect the ac power cord to an outlet.¿ physio-control performed a clinical review of the reported event; however, there was insufficient information to determine if the device use contributed to the outcome of the patient. Based on the information available, it¿s reasonable to conclude that the cause of the reported issue was use error due to a failure of the device user to connect their device to ac power when prompted by the device.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event involving a patient their device powered off by itself.  The customer advised that a battery was installed in the device at the time and that medical personnel had been using the device on dc (battery) power.  Prior to the loss of power, the customer advised that the patient had been shocked "at least 10 times." The customer further advised that shortly after the device powered off, they obtained a backup device (also a lifepak 20) and used it to continue patient care. The patient did not survive the event.   No further details about the patient or the event were provided. Physio-control has attempted to obtain additional information about the patient; however, the customer has not responded to the request.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that they had evaluated the device and were unable to duplicate the reported issue. The customer requested that an evaluation also be performed by physio-control. Physio examined the customer¿s device but was also unable to duplicate the reported issue. Physio noted that a third party battery had been installed in the customer's device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic record from the event where it was observed that in total, medical personnel were able to successfully deliver 30 shocks to the patient as well as provide pacing therapy over the course of 11 hours and 24 minutes. Physio further observed that approximately 11 hours and 8 minutes into the event, the device had logged a ¿low battery¿ event. This is indicative of the device being removed from an ac power source and being used on battery power, thus depleting the device¿s internal battery. When this occurs, medical personnel would have also been notified via a ¿low battery: connect to ac power¿ message on the device¿s display to alert them that a low internal battery condition exists. However, medical personnel continued to use the device in its existing condition and at 11 hours and 14 minutes into the event, the device logged a second ¿low battery¿ event.  Following the second ¿low battery¿ event, medical personnel continued to use the device to provide the final 9 shocks, as well as pacing therapy.  Following the final shock, which was approximately 11 hours and 24 minutes into the event, the device then powered off. The lifepak 20 operating instructions advises the following: ¿possible defibrillator shutdown. When operating on battery power, the large current draw required for defibrillator changing may cause the defibrillator to reach shutdown voltage levels with no low battery warning. If the defibrillator shuts down without warning, or if a low battery: connect to ac power message appears on the monitor screen, immediately connect the ac power cord to an outlet.¿ physio-control performed a clinical review of the reported event; however, there was insufficient information to determine if the device use contributed to the outcome of the patient. Based on the information available, it¿s reasonable to conclude that the cause of the reported issue was use error due to a failure of the device user to connect their device to ac power when prompted by the device.